Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that there was vegetation on the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted and replaced by a leadless ipg. No further patient complications have been reported as a result of this event.